Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was implanted in a female patient. The implantation was without any incidents. Valve was 1 x partially resheathed. All 3 retainer tabs were fully released. Patient was stable throughout the procedure. Within 24 hours a permanent pacemaker had to be implanted. The patient is stable.

Manufacturer narrative:
It was reported that a permanent pacemaker had to be implanted to treat heart block within 24 hours of device implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effect heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.